Manufacturer narrative:
The field service engineer found a blocked vacuum nozzle in the cell rinse station, creating splashes into the neighboring cuvettes. The blockage was removed and the sample probe was replaced and readjusted. Based on the data provided, a general reagent problem can be excluded. The root cause of the event could not be determined.

Event description:
The initial reporter received questionable gen.2 ise indirect for na results for 1 patient on a cobas 6000 c501 module. The initial na result was 128 mmol/l. The repeat result was 137 mmol/l. No questionable results were reported outside of the laboratory. It is unknown which result was deemed correct. The electrode lot number and expiration date were requested but not provided.